Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
The first surgery was performed tha (left) at (B)(6) hospital in 2006. The patient subsequently had a supracondylar fracture. When an x-ray photograph was taken, it was confirmed that metal fragments remained inside the body. Probably part of stryker's hip instrument used during the first surgery. Removal surgery will be performed in the near future.